Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. However, the device was implanted too superficial which may have contributed to the coil being exposed through the skin. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of reported issue is due to improper surgical technique as the device was implanted too superficial (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported a skin lesion/infection as well as soreness at the implant site. The device is working properly and the patient is receiving therapy. Additional information was received on july 23, 2025. An infection was confirmed, antibiotics were prescribed, and a revision procedure was scheduled for (B)(6) 2025. However, on (B)(6) 2025, it was noted the coil was exposed through the skin. An explant procedure was performed and a new device was implanted where it was placed deeper and flatter. The infection has cleared and no further issues have been reported.